Event description:
Pt had a result of 7.5mmol at 5:45 pm so pt did not take any insulin per their sliding scale. Pt ate dinner at 6pm and then at 6:15pm pt obtained a result of 5.0mmol on their arm, but 10 mins later pt passed out. Pt doesn't usually test after dinner and something made them test. Pt thinks they may have had blurry vision but doesn't remember. Pt was passed out for 45 mins and when pt woke up, pt took a result about 5-10 min later and obtained a reading of 5.4mmol on their finger. Pt took 1 dextrose tablet at this time. Pt stated that pt has never passed out before. Pt has had diabetes for 22 yrs and usually gets blurry vision at about 4 mmol and treats it right away. Pt just started using the ultra meter two days before event day and on the same day pt started new insulin. Pt takes humalog insulin on a sliding scale. At meals, anything under 8 mmol pt doesn't take insulin. At bedtime only, pt takes 40 units of humulin u regardless of their result. Codes are matching and co did a control solution test, which was in range. Pt watches that the strip pulls the blood off their finger and fills in the confirmation window. Their technique is fine. Replacing meter and strips.